Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that during the use of a cassette, a no disposable, pump won't run alarm went off. It was changed to another one, and after that, the alarm was settled. There was no patient injury.

Manufacturer narrative:
Other, other text: h6: health effect and evaluation codes: updated. H10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Four (4) photos were provided by the customer which were used to conduct the device analysis since the physical unit, by the time this investigation is being documented, has not been received in the tijuana site. Results: photo ones show a pump cassette next to the original packaging of the cassette; the whole device is visible in this photo, but no damage or dysfunctional conditions are observed. Photos two show a front view of the top part of the cassette no damage or dysfunctional conditions are observed. Photo three shows a top view of the cassette where the whole pressure plate is observed; no damage or dysfunctional conditions are observed. Photo four shows a close-up of the join between the ay bag and pump tube where the ay bag appears to be higher than its set position. The reported failure mode, alarm displayed, is not confirmed. If the device arrives, ICU will reopen this complaint to include in the investigation the physical sample returned. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).